Manufacturer narrative:
Unique device identifier: (B)(4). Device history record (DHR): the DHR shows no abnormalities related to the reported failure. Mayfield base unit (a3101) was returned for evaluation: failure analysis: the investigation confirmed the returned unit did not meet all specific functional tests. Unit was received with the base handle out of adjustment, requiring readjustment, general maintenance and cleaning required. Complaint confirmed via inspection of the item. Root cause: the reported complaint was confirmed via inspection. Unit received with the base handle out of adjustment, and required readjustment. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 1 of 3 reports linked to mfg report numbers: 3004608878-2021-00080, 3004608878-2021-00081. A facility reported that the lock handle on mayfield composite series base unit (a3101) can open when the trigger release is not depressed. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.